Event description:
Customer reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed pump supplies and resumed insulin delivery. Reportedly, the customer adds inulin to the cartridge, this is considered off label use. Due to ongoing occlusions, a replacement pump was sent to the customer.